Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: if follow-up, what type - additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional..

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a low transmitter battery which led to a transmitter failed error was found in connection with the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error . No injury or medical intervention was reported.